Event description:
Date of surgery; 2007. It was reported that the tip of the instrument broke off inside the domino connector during a surgical procedure. The tip could not be removed from the implant; therefore, the surgeon elected to leave the imbedded fragment. No patient complications were reported.

Manufacturer narrative:
Device has been returned to the manufacturer; therefore, product evaluation is possible. A visual macroscopic examination was performed by a product engineer that revealed that the instrument showed signs that it was over torqued in a forward direction. This may have occurred on a previous case, but it definitely was over-torqued n a tightening step. Hardness was checked three times with the results showing 46.6, 46.2 and 46.7. The results should be 48-52.